Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. Thermogard console was evaluated by zoll service at the customer site. The customer reported unknown issue of thermogard console was confirmed during the event log review but not during functional testing. The root cause was determined to be an overflow of coolant into the airtrap chamber. Visual inspection was performed and noted the signs of the previous fluid leak in the airtrap chamber. The airtrap sensor was cleaned and sealed to prevent the re-occurrence of the fluid ingress. Event log data was downloaded and noted mid: 09 (air trap assembly) error message during reported event date. The thermogard console passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended.

Event description:
The customer reported an unknown issue with the thermogard console. No additional information was available. No known impact or consequence to patient information was provided.